Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/30/2018. Device returned to manufacturer? Yes. Device evaluation: the product return was received in a plastic bag. The plunger was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects are observed on the device. Visual inspection with magnification was performed. The cartridge tip was observed deformed. The pcb00 device was observed under microscope and scarce amount of viscoelastic was observed at the cartridge. The direction for use (dfu) states to completely fill the viewing window of the pcb00 with viscoelastic (ovd). The customer's reported issue was confirmed; but it could not be determined if the condition observed was related to the manufacturing process as the reported device was handled and prepared for a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that health care professionals noticed a crack on the distal tip of model pcb00 tecnis monofocal iol (intraocular lens) +24.5 d (diopter) during handling, but prior to use. It was also indicated that there was no patient involvement. No additional information provided.